Event description:
It was reported that the patient presented in the clinic. It was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in false high ventricular rate (hvr) episodes. Programming changes were made. However, over-sensing was reoccurring on the lead. The patient was in stable condition.